Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 35mm wds was advanced and deployed. A thrombus was noted to have formed on the core wire of wds during procedure. The 35mm wds was removed from the body, along with the thrombus. No new clots were noted. The procedure was completed with a new device. The patient remained in stable condition and there were no patient complications.